Event description:
It was reported that the insulin pump alarmed no delivery during set change. Customer called to report that they are experiencing high blood glucose levels and ketones. Customer's blood glucose levels ranged from 280 to 436 mg/dl. Troubleshooting was done. Customer reports the alarm was resolved by a complete set change. Product is being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.